Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). At this time the device is not available for evaluation. In the event the device is returned and an evaluation is complete a follow-up report will be submitted at that time.

Event description:
The customer stated that the touch screen on this unit is not responding and there is a liquid patch on the screen. There was no patient involvement at the time of the incident.